Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with e52 alarm loop during power up. Unable to perform self test and displacement tests or verify backlight anomaly due to e52 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for led anomaly complaint. No moisture damage found on the electronics, keypad assembly, motor, and vibrator assembly noted. No unlocked j2/lcd keypad connector noted. Swapping out test boards confirms e52 alarmed is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label, stained end cap sticker. Unable to confirm led anomaly due to e52 alarm. E52 alarm is isolated to mother board confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-712ews was returned for analysis.